Event description:
It was reported that a patient underwent an initial total left knee arthroplasty. Approximately five years and four months post implantation, the patient heard a pop in the knee while bending down and began to experience instability of the knee. Subsequently, the patient was revised and the post of the polyethylene insert was found to be fractured. The insert was exchanged without complication.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen tibial tray: catalog# ni, lot# ni; unknown nexgen femoral component size 7: catalog# ni, lot# ni; unknown nexgen femoral stem: catalog# ni, lot# ni; unknown nexgen femoral augment: catalog# ni, lot# ni; unknown nexgen patella: catalog# ni, lot# ni. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use and confirms that the post was fractured. The device was submitted for further analysis. The analysis determined fractured post was caused by a possible overload fracture resulting in fatigue crack propagation from the right posterior corner. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Per package insert, fracture of implant and instability are known adverse effects of this system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.